Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead (6949) is part of the advisory for this model. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported that the patient had sepsis. The system was explanted. No further patient complications have been reported as result of this event.